Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2015. The manufacturer internal reference number is: (B)(4).

Event description:
Following intraocular lens (iol) implant surgery a surgeon reported explanting the lens due to worsening vision. Another lens was implanted. Additional information was requested and received.